Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. A visual inspection was performed a "call tech support error" was observed on the screen. A review of the downloaded data log did not find any errors on the date of event. The report customer complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver displayed error 121. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.